Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella cp device was used to provide support during treatment of a completely blocked right coronary artery. The patient experienced a pulseless electrical activity arrest during the right coronary artery chronic total occlusion percutaneous coronary intervention. The groin access site was not suitable for impella cp placement. The pump was inserted and initiated without difficulty, and return of spontaneous circulation was achieved. A successful percutaneous coronary intervention of the right coronary artery was subsequently completed. The pump was left in place overnight while the patient was transported to the coronary care unit in critical condition. The pump was successfully weaned and removed, and the patient continued to show daily improvement.